Event description:
Ventilator was being used on a pt when the hospital's oxygen source was interrupted (went out). The mixer reportedly failed to alarm. There was no pt impact/compromise and the unit was replaced without incident. Awaiting device return to sechrist for eval.

Manufacturer narrative:
A final follow-up request to have the product returned was sent of 3/22/99 with no response. No other info other than the original rga request was received from the customer. Customer is located in the virgin islands. The complaint and MDR are being closed as not further investigation can be performed.